Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for in tractable spasticity. It was reported that about 2 years ago the patient's refill appointment was mixed up and the alarm went off. The patient stated the ER really did not know anything about the pump. No symptoms were reported and no further complications were expected or anticipated.